Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump runs out of battery energy to quickly even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer stated that the replacement battery cap did not resolve the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was monitored, and no low battery alarms were noted. All operating currents were within specification. The pump passed the displacement test. The pump had a cracked reservoir tube lip and minor scratches on the lcd window.